Event description:
The st. Jude medical representative faxed electrograms (egms) to technical services for review. The egms showed t-wave oversensing. It was later reported that the device was explanted due to battery eri and a suspected malfunction, 18.7 months post implant. The concomitant lead remains implanted.